Event description:
It was reported that at the implant procedure, the connector pin was loose and moved in and out of the lead. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The analyst commented, lead model 4076 is designed to allow back and forth movement of the is-1 pin. The maximum allowable gap between the is-1 pin and the sealing ring (insulation) is 0.025 inches. The gap between the is-1 pin and the sealing ring for serial number (B)(4) was measured at 0.0195 inches. In addition, all electrical testing was within specified parameters. (B)(4).